Event description:
It was reported that cracks were observed in the light blue main body of the transfer set. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The sample was returned to baxter and the evaluation is complete. A visual inspection was performed. A cracked light blue main body was noted. A leak test, clear passage test, and clamp function test were performed with no issues noted. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) a review of all batch record documents was conducted for lot number h13g09100 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.